Event description:
C-cc-vp - vessel perforation; it was reported that a catheter was inserted into patient for back up for surgery. During the surgery, it appeared that sometimes the catheter was not pacing, but since it was a back up, customer finished the surgery and left the catheter. Three days later, since it was not pacing very well, customer checked the catheter by x-ray and found that the catheter tip perforated the right ventricle for approximately 1.5 - 2.0 centimeter. It did not cause a cardiac tamponade. Emergency operation was conducted. Catheter was removed, perforated hole was sutured and operation was completed. Few days later, operation for pace maker insertion was conducted as scheduled. Device was discarded, and will not be returned for evaluation.

Manufacturer narrative:
Device was discarded at hospital, and will not be returned for evaluation.